Event description:
It was reported to boston scientific corporation that a gold probe device was intended for use during a procedure. According to the complainant, the patient was being treated for a non bleeding arteriovenous malformation (avm). Reportedly, the gold probe device would not heat up. The device was tested on a second generator, but the same issue recurred. A second gold probe was tested on both generators and worked, then used to complete the procedure without issue. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a gold probe device was intended for use during a procedure. According to the complainant, the patient was being treated for a non bleeding arteriovenous malformation (avm). Reportedly, the gold probe device would not heat up. The device was tested on a second generator, but the same issue recurred. A second gold probe was tested on both generators and worked, then used to complete the procedure without issue. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a gold probe device was intended for use during a procedure. According to the complainant, the patient was being treated for a non bleeding arteriovenous malformation (avm). Reportedly, the gold probe device would not heat up. The device was tested on a second generator, but the same issue recurred. A second gold probe was tested on both generators and worked, then used to complete the procedure without issue. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact date of the procedure is unknown. However, it was noted to have taken place in (B)(6) 2011. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4) for the reported event of probe fails to deliver energy. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with a kink at the distal end (likely due to operational context). An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. X-ray analysis revealed many unattached wire strands at the device distal end. Further analysis of the ceramic tip confirmed this observation. Additionally, a detached wire was observed at the conductor tab of the body connector. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation found many unattached wire strands at the ceramic tip, and a detached wire in the body connector. Therefore, the most probable root cause is manufacturing. An investigation is underway to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.